Event description:
Customer's daughter called and stated that on an evening in 2005, her father was not feeling well. His wife tested his blood sugar and got a reading of 114 mg/dl. The paramedics came and they got a blood sugar reading of 33 mg/dl. The paramedics gave the customer a glucose IV to bring him to and hospitalized him until his glucose level was 147 mg/dl. Check standard showed that meter was working correctly. Control solution was expired, so no control test was performed. A blood test gave a result of 134 mg/dl. Customer service was sending control solution to customer.